Event description:
It was reported that urgent read was requested. The log files captured the start of the driveline communication a faults on (B)(6) 2025. The pump was running at the time. At 13:18:23 the driveline was disconnected, then reconnected at 13:18:37. The comm faults continued. At 13:22:04 the driveline was disconnected, and it appeared the system controller was replaced at this time. The alarm was cleared, and the patient was being admitted for monitoring. The patient reported that they dropped the controller the past week. If the alarm was to come back, the plan was to change the modular cable. Further log files were submitted that appeared to indicate the comm fault was cleared on (B)(6) 2025 around 1645 and the alarm condition did not return. The pump itself appeared to be operating within normal parameters. Continued monitoring was recommended. The log file from (B)(4) contained data as a backup controller. The event log file captured driveline communication fault a starting on (B)(6) 2025 at 1305 until the end of the log. It was recommended to clear the alarms. One day later the customer called to report the communication faults had returned. The alarm was silenced, and the modular cable was replaced. The patient was also provided with a new primary controller. The event log file after the exchange had limited data in it. However, it did not capture further communication faults. It appeared that the modular cable and controller replacement resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d9 correction manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate modular cable. The submitted log files extracted from system controller, serial number (B)(6), captured driveline communication fault alarms on (B)(6) 2025 at 13:07:51 per timestamp due to intermittent communication a faults. The alarms briefly resolved on (B)(6) 2025 from 13:18:23-13:18:37 while the driveline was disconnected. The alarms remained active until the driveline and both power cables were disconnected on (B)(6) 2025 at 13:22:04, which is consistent with the reported controller exchange. The submitted log files from controller, serial number (B)(6), captured the driveline communication fault alarms reactivating on (B)(6) 2025 from 14:59:18-18:03:32 per timestamp. The submitted log files from controller, serial number (B)(6), did not capture any notable events. The driveline communication fault alarms did not impact the controllers¿ ability to support the pump and there were no other notable events captured on the reported event date in the log files. The returned modular cable, lot number 8190831, was connected to the returned system controller (serial number: (B)(6), mock circulatory loop, system monitor, and power module. During testing, the modular cable was manipulated by hand without issue or atypical alarms activating. The resistances of the modular cable were tested, and the green wire associated with the communication a signal was found to fluctuate above the expected range with manipulation. The outer layers of the modular cable were removed to inspect the underlying wires, revealing several kinks in the underlying wires throughout the modular cable. No further damage was observed. The provided information indicated the alarms briefly resolved after the system controller, serial number (B)(6), was exchanged to controller, serial number (B)(6). The alarms later reactivated, but resolved after the controller was exchanged to controller, serial number (B)(6), along with the modular cable. A root cause for the reported event was not conclusively determined through this analysis; however, the observed wire fatigue in the modular cable could have contributed. The device history records were reviewed, and the records reveal that the heartmate modular cable, lot number 8190831, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot all alarms, including driveline communication fault alarms. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.